Manufacturer narrative:
Additional information was provided for this failure. The root cause for the patient's hip dislocating was unable to be definitively determined. The patient's medical history is not known, and it is not known whether the patient sustained a trauma which led to the failure. The revising surgeon removed a femoral head with a +7mm taper and added a femoral head with +10.5mm of taper. This was done in an attempt to mitigate the risk of further dislocations. The patient had already dislocated their hip which led to a previous revision surgery. However, the manufacturing dhrs and sterilization records, as well as complaint and ncr history, were reviewed and no issues were found that would have contributed to this complaint. Additional mdrs for this complaint were submitted via the following reports: 3013450937-2021-0037 follow up #001; 3013450937-2021-0037 follow up #002; 3013450937-2021-0037 follow up #003.

Event description:
This report investigated a revision surgery of eleos components for a patient's whose hip dislocated twice after eleos implants were placed. Both times, eleos components were revised. This report will focus on the second revision surgery which was a result of the second instance of this patient's hip dislocating which occurred on (B)(6) 2021. This patient also underwent a previous revision surgery on (B)(6) 2021 due to their hip dislocating again. Both of these failures were not reported until (B)(6) 2021. A patient underwent a revision surgery on (B)(6) 2021 performed by dr (B)(6) after a patient's hip dislocating. This was the second time the patient's hip dislocated. It is unknown whether the patient sustained a trauma that led to the failure. The patient's medical history and bone quality are not known. During the revision, the surgeon explanted a femoral head implant with a 32mm head and a +7mm taper, a proximal femur implant, and a 70mm male-female midsection which were placed during the previous revision surgery. During the revision, the surgeon placed a femoral head implant with a 28mm head and a +10.5mm taper. The dimensions were changed in hopes that it would mitigate further dislocations. A proximal femur was also revised during the revision with a new proximal femur model (pf-2000r-02m).

Event description:
This report investigated a revision surgery of eleos components for a patient's whose hip dislocated twice after eleos implants were placed. Both times, eleos components were revised. This report will focus on the second revision surgery which was a result of the second instance of this patient's hip dislocating which occurred on (B)(6) 2021. This patient also underwent a previous revision surgery on (B)(6) 2021 due to their hip dislocating again. Both of these failures were not reported until (B)(6) 2021. A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) after a patient's hip dislocating. This was the second time the patient's hip dislocated. It is unknown whether the patient sustained a trauma that led to the failure. The patient's medical history and bone quality are not known. During the revision, the surgeon explanted a femoral head implant with a 32mm head and a +7mm taper, a proximal femur implant, and a 70mm male-female midsection which were placed during the previous revision surgery. During the revision, the surgeon placed a femoral head implant with a 28mm head and a +10.5mm taper. The dimensions were changed in hopes that it would mitigate further dislocations. A proximal femur was also revised during the revision with a new proximal femur model (pf-2000r-02m).

Manufacturer narrative:
Additional information was provided for this failure. The root cause for the patient's hip dislocating was unable to be definitively determined. The patient's medical history is not known, and it is not known whether the patient sustained a trauma which led to the failure. The revising surgeon removed a femoral head with a +7mm taper and added a femoral head with +10.5mm of taper. This was done in an attempt to mitigate the risk of further dislocations. The patient had already dislocated their hip which led to a previous revision surgery. However, the manufacturing dhrs and sterilization records, as well as complaint and ncr history, were reviewed and no issues were found that would have contributed to this complaint. Additional mdrs for this complaint were submitted via the following reports: follow up #001; follow up #002; follow up #004.

Event description:
This report investigated a revision surgery of eleos components for a patient's whose hip dislocated twice after eleos implants were placed. Both times, eleos components were revised. This report will focus on the second revision surgery which was a result of the second instance of this patient's hip dislocating which occurred on (B)(6) 2021. This patient also underwent a previous revision surgery on (B)(6) 2021 due to their hip dislocating again. Both of these failures were not reported until (B)(6) 2021. A patient underwent a revision surgery on (B)(6) 2021 performed by dr. Benoit after a patient's hip dislocating. This was the second time the patient's hip dislocated. It is unknown whether the patient sustained a trauma that led to the failure. The patient's medical history and bone quality are not known. During the revision, the surgeon explanted a femoral head implant with a 32mm head and a +7mm taper, a proximal femur implant, and a 70mm male-female midsection which were placed during the previous revision surgery. During the revision, the surgeon placed a femoral head implant with a 28mm head and a +10.5mm taper. The dimensions were changed in hopes that it would mitigate further dislocations. A proximal femur was also revised during the revision with a new proximal femur model (pf-2000r-02m).

Manufacturer narrative:
Additional information was provided for this failure. The root cause for the patient's hip dislocating was unable to be definitively determined. The patient's medical history is not known, and it is not known whether the patient sustained a trauma which led to the failure. The revising surgeon removed a femoral head with a +7mm taper and added a femoral head with +10.5mm of taper. This was done in an attempt to mitigate the risk of further dislocations. The patient had already dislocated their hip which led to a previous revision surgery. However, the manufacturing dhrs and sterilization records, as well as complaint and ncr history, were reviewed and no issues were found that would have contributed to this complaint. Additional mdrs for this complaint were submitted via the following reports: 3013450937-2021-0037 follow up #002, 3013450937-2021-0037 follow up #003, 3013450937-2021-0037 follow up #004.

Manufacturer narrative:
Additional information was provided for this failure. The root cause for the patient's hip dislocating was unable to be definitively determined. The patient's medical history is not known, and it is not known whether the patient sustained a trauma which led to the failure. The revising surgeon removed a femoral head with a +7mm taper and added a femoral head with +10.5mm of taper. This was done in an attempt to mitigate the risk of further dislocations. The patient had already dislocated their hip which led to a previous revision surgery. However, the manufacturing dhrs and sterilization records, as well as complaint and ncr history, were reviewed and no issues were found that would have contributed to this complaint. Additional mdrs for this complaint were submitted via the following reports: follow up #001, follow up #003, follow up #004.

Event description:
This report investigated a revision surgery of eleos components for a patient's whose hip dislocated twice after eleos implants were placed. Both times, eleos components were revised. This report will focus on the second revision surgery which was a result of the second instance of this patient's hip dislocating which occurred on (B)(6) 2021. This patient also underwent a previous revision surgery on (B)(6) 2021 due to their hip dislocating again. Both of these failures were not reported until (B)(6) 2021. A patient underwent a revision surgery on (B)(6) 2021 performed by dr. (B)(6) after a patient's hip dislocating. This was the second time the patient's hip dislocated. It is unknown whether the patient sustained a trauma that led to the failure. The patient's medical history and bone quality are not known. During the revision, the surgeon explanted a femoral head implant with a 32mm head and a +7mm taper, a proximal femur implant, and a 70mm male-female midsection which were placed during the previous revision surgery. During the revision, the surgeon placed a femoral head implant with a 28mm head and a +10.5mm taper. The dimensions were changed in hopes that it would mitigate further dislocations. A proximal femur was also revised during the revision with a new proximal femur model (pf-2000r-02m).

Manufacturer narrative:
A sales representative stated that a patient sustained a hip dislocation and subsequently underwent a reviison surgery. This was reported to be the second time the patient sustained a hip dislocation and underwent a revision surgery. There was no other information available at this time. The sales representative is gathering information. This report will be supplemented when more information is available.

Event description:
An unknown patient sustained a hip dislocation and underwent a revision surgery. The sales representative stated that this patient had sustained a previous hip discloation. That event was reported in 3013450937-2021-00036. No further information is known at this time.